Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultra meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning on began on (B)(6) 2011, at 7:30 am. The patient stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue its unknown if he made any changes to his diabetes treatment. He claimed '10 minutes' after the alleged issue started he felt 'sweaty and shaky'. In response to his symptoms, on (B)(6) 2011, at 9 am, he reportedly self treated with food/drink. During the initial call with customer service, the agent noted that the patient was using the correct test strips, the batteries were not due for replacement and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Manufacturer narrative:
Device evaluation: the product(s) involved with this complaint has been returned and evaluated by product analysis on december 5, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery and a damaged cable. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.